Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge as intended. Reportedly, only 1 unit of insulin was being delivered at a time. There was no reported adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issue.